Event description:
I am a clinical study participant in the (B)(6) regarding the 670g insulin pump, which is currently approved by the FDA, this is a post marketing trial, protocol number (B)(4). I have type 1 diabetes. I am also a physician (and since while this is a research study it is for an approved, rather than investigational product so this seemed like the appropriate site to report this incident), and my subject ID number is (B)(6). On (B)(6) 2019, I was not wearing the medtronic cgm. Earlier in the day I inserted a new infusion and primed the cannula. At bedtime, at approx 10:33pm, I filled a new insulin reservoir, primed and then filled the tubing. Once the tubing is filled the next screen the pump brings you to, is to prime the cannula (of the infusion set) and the user selects yes or no. Once that is done, basal insulin resumes. I was tired, missed this screen (perhaps due to fatigue but also due to the fact that I had primed earlier that day it didn't occur to me to address it again) I reconnected the tubing to my infusion set, and promptly went to bed. It turns out the pump didn't give me any basal insulin at all overnight. My blood sugar at 9:20 that night was 105 mg/dl. That night I had to urinate several times, I was exhausted and thought my glucose might be high but sleep was more important that night, so I didn't test until waking up on (B)(6) 2019, at which time my glucose was 320 mg/dl at 6:45 am. When I went to take a correction bolus, I then realized what had happened, when I looked at the pump it was on the cannula prime screen. I took a correction bolus, and then looked at the insulin pump history and confirmed I had received no basal insulin thus far that day, (and when I uploaded my pump for the trial the daily logs confirm no basal insulin overnight. My serum ketones at that time (capillary, whole blood via precision xtra meter) were 0.6 mmol/l. At 7:26 am glucose as 326 mg/dl, I took another correction bolus. At 10:24 am my glucose was 213 mg/dl. I took a third correction bolus, by 12:55pm my glucose was down to 65 mg/dl. My symptoms were fatigue, headache, and even as a physician I have never been able to find a descriptive term for hyperglycemia, other than to say I just felt poorly and out of sorts, but I was not confused. I was in no pain, other than a headache (which I get commonly from sleep deprivation), I had no abdominal pain, nausea or vomiting, I clearly was not in dka, and did not require hospitalization. I was able to go to work that morning and perform my clinical duties without difficulty. Given my busy schedule I delayed until today to report this issue to the medtronic technical support line ((B)(4)). I also felt it best to report to the FDA as well. My suggestion to medtronic was that, this is perhaps an overlooked safety concern. I didn't end up in dka but the potential is certainly there. I don't blame them, but my suggestion was that future software updates and pumps should: give auditory and vibratory alerts prompting the user to either fill or not fill the cannula if this screen is overlooked after filling the tubing, so that basal insulin can resume, and restart basal insulin automatically in perhaps 5 mins should the warnings not be acknowledged and addressed by the user. Thank you. Hyperglycemia. FDA safety report ID# (B)(4).